Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) advised the home patient's (hp) caregiver (cg) that the alarm indicates air has entered the setup. The tsr had the cg recycle power and advised the cg that therapy has ended and they will need to start over with new supplies. Product surveillance contacted the cg on (B)(6) 2011. The cg stated that no defects were observed with the supplies and that using new supplies resolved the alarm. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample has been discarded and is not available, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h11a17017) with no issues noted related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).